Manufacturer narrative:
The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and detached missing end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump case was broken. No further information provided.